Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. External and internal inspection was performed and passed. A continuity test was performed between power entry module (pem) ground and door post and resistance passed specification when the screw was completely tightened. The cause for the ground bond failure was determined to be a loose door post set screw. Scrap the door post. Device was sent to servicing.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, no patient involved.